Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information eye irritation; nose irritation; asthma (new or worsening); inflammatory response; lung disease, breast cancer r&l cml her ii triple ney 2 cdcs. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.